Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the cause of the poor communication and not charging was due to the battery needing to be replaced as suggested by a message they received when interrogating the device. However, after meeting with someone at the healthcare provider¿s office they were able to restart the battery, so surgery wasn¿t needed.

Manufacturer narrative:
The event date is an estimated date. Please note that this device was used in an off-label manner as it was implanted for dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that yesterday or monday, the patient was trying to charge her implantable neurostimulator (ins) but kept seeing the "reposition antenna" screen on the recharger. They tried to connect to the ins with the patient programmer (pp) and they persistently got the "poor communication" screen. They last charged "probably a month ago." The issue was not resolved. It was reviewed the ins is potentially over-discharged. They were redirected to the patient's healthcare provider (hcp) to further address the issue. No patient symptoms were reported.